Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had a blood glucose level of 412 mg/dl. Caller stated that the high blood glucose level was treated with manual injection. The insulin pump was not replaced or returned for analysis.